Event description:
On (B)(6) 2012, pt reported she noticed moisture inside of the cartridge compartment on yesterday and her blood glucose level has been elevated to 700 mg/dl. Pt stated she was not sure how the moisture got inside of the cartridge compartment. Pt reported she was not alleging a leak in the system, but alleged the infusion device is delivering too low an amount of insulin since there was insulin moisture inside of the cartridge compartment window. Pt's normal blood glucose range is 70-120 mg/dl. Pt sated she used injection therapy to get her blood glucose level back to the normal range. Pt reported experiencing feeling extremely sick. Pt is not willing to troubleshoot the infusion device and has switched to her backup infusion device. Pt stated she dried out the small amount of insulin inside of the cartridge chamber and allowed it to dry overnight. Pt reported she changed the battery, infusion adapter, and infusion set. Pt stated the items used during the alleged incident are not available for evaluation. Pt reported when he disconnected from the infusion site during the incident and bolused, there is insulin dripping out of the end of the infusion set tubing. Reviewed cartridge insertion and removal technique. Pt does not reuse the insulin cartridges. On call back, pt reported the issue has been occurring for the past 5 - 7 days; is unsure of the exact date. Pt stated she went on her backup infusion device last night and her blood glucose level returned to normal. Pt stated this was without injection therapy. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.